Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found one external insulation abrasion at 12.1-12.2 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, which is consistent with friction to the device can. Electrical testing and visual and x-ray examination did not find any other anomalies. All other damages were sustained during the procedure.

Event description:
It was reported the asymptomatic dependent patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise, leading to inhibition of pacing. The lead was explanted and replaced without issue. The patient was stable throughout.